Event description:
It was reported that on an unknown date, the hand with quick coupling wood handle was shedding wood flake like pieces while being sterilized which is causing potential contamination issues. There was no patient involvement. This report is for a hand with quick coupling. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Initial reporter is a synthes sales representative without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.